Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise, oversensing and pacing inhibition on the atrial and right ventricular (rv) channels. Additionally, pacing impedance and threshold measurements have been high on the rv channel. Fluoroscopy revealed damage to both leads due to suspected subclavian crush. A revision procedure was performed and the leads were removed from service and replaced. No adverse patient effects were reported.